Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, tissue was not sealed after making a few seals resulted to oozing bleeding less than 200cc. New device was opened, and tissue was sealed fine. End tone was heard, but there was no regrasp alarm. There was no patient injury.